Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator displayed a patient disconnect alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips field service engineer (fse) noted that during the evaluation of the device, the fse observed that the device displayed a patient disconnect alarm. The fse noted that the blower output was good, and the flow sensor harness connectors were good. It was then noted that the air inlet filter was extremely dirty. The fse also noted that the only diagnostic code observed was for a 1200 code (alarm message: patient disconnect). It was recommended by the remote service engineer (rse), that the flow sensor be replaced; if the problem persists, the blower assembly should be replaced. The rse provided the part numbers for replacement. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the blower assembly was not the issue, and that the flow sensor assembly had failed. The customer determined that the flow sensor assembly had failed after performing a air delivery/air flow accuracy test. The customer reported that flow sensor has not been replaced yet, and is waiting to receive a replacement. Investigation ongoing / resolution pending

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.